Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for an rf av nodal ablation procedure. After the procedure, the pulse generator exhibited a diagnostics anomaly. After a device software download, normal device function resumed. The patient was fine throughout the proceedings and would continue to be monitored.